Event description:
A report was received that the pt was going to have a revision due to inadequate stimulation. During the revision, the physician discovered from the pt's file that the pt had an infection previously (3 months after implant). Therefore, the physician decided at this time to explant the ipg and relocate the pt's pocket site as a precaution. Add'l info revealed that the symptoms of the suspected infection, which were noted in the pt's file, were redness and soreness at the pocket site. The physician at the time opened the pocket and discovered that the pt did not have an infection. The pt was treated with oral antibiotics at that time. The pt is reportedly doing well following the ipg replacement procedure.